Event description:
The customer reported approximately five milliliters of diluent leaked from the probe and on the counter during system startup involving the coulter act diff 12 analyzer. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) replaced the tubing connected to probe wipe and filters to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the probe wipe tubing and filters are the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).